Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Rv defibrillation impedance steady at approximately 45 ohms through (B)(6) 2016, rises to 88 ohms by (B)(6) 2016. Svc defibrillation impedance steady at approximately 54 ohms through (B)(6) 2016, rises to 106 ohms by (B)(6) 2016.

Event description:
It was reported that a lead alert was triggered for high impedance. The right ventricular (rv) lead exhibited high rv and superior vena cava (svc) impedance measurements. The lead is scheduled for replacement. No patient complications have been reported as a result of this event.